Event description:
It was reported that the pump reached the elective replacement indicator (eri) in (B)(6) 2013, hence it was replaced. There were no consequences to the patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was seen for a refill and assessment. The pain was described as "slightly worsened" since last home refill visit. The patient stayed in bed mostly on a daily basis due to chronic fatigue, pain and weakness. The patient continued to have difficulty with her activities of daily living due to pain threshold. It was noted the patient used a walker to ambulate. The cardiovascular assessment reported; edema, chronic lymphedema, multiple ble (bilateral lower extremities) ulcers on left let. Neurologic assessment reported; numbness and tingling. The patient had sleep disturbances, sleep apnea and narcolepsy and used a bipap machine. The patient wore glasses for far distance vision. The patient had intermittent incontinence. The patient was noted to be in a wheelchair and had weakness. The patient had lesions, ulcers, chronic ble ulcers, bilateral upper extremity ulcers. The patients current pain rating was an 8, with a range form 7-10 for pain since last visit,. The patient was taking medication for breakthrough pain. The patient had depression and anxiety. The patient's pain was described as "sharp, burning, numbness, pins <(>&<)> needles, heavy and tiring/exhausting. The location of the pain was reported as; both legs/feet, right shoulder and back. It was further reported the patient ambulated with a rolling walker and experienced chronic fatigue, pain and weakness. The patient continued to have difficulty with her activities of daily living due to pain threshold. The patient recently had foot surgery to correct "abnormalities". The patient had chronic foot and leg ulcerations. It was noted the pump successfully recovered post MRI motor stall.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The following information has been reported in manufacturer report # 3004209178-2014-12088 and no longer applies to this event; "additional information received reported the patient was seen for a refill and assessment. The pain was described as "slightly worsened" since last home refill visit. The patient stayed in bed mostly on a daily basis due to chronic fatigue, pain and weakness. The patient continued to have difficulty with her activities of daily living due to pain threshold. It was noted the patient used a walker to ambulate. The cardiovascular assessment reported; edema, chronic lymphedema, multiple ble (bilateral lower extremities) ulcers on left let. Neurologic assessment reported; numbness and tingling. The patient had sleep disturbances, sleep apnea and narcolepsy and used a bipap machine. The patient wore glasses for far distance vision. The patient had intermittent incontinence. The patient was noted to be in a wheelchair and had weakness. The patient had lesions, ulcers, chronic ble ulcers, bilateral upper extremity ulcers. The patients current pain rating was an 8, with a range form 7-10 for pain since last visit. The patient was taking medication for breakthrough pain. The patient had depression and anxiety. The patient's pain was described as "sharp, burning, numbness, pins and needles, heavy and tiring/exhausting. The location of the pain was reported as; both legs/feet, right shoulder and back. It was further reported the patient ambulated with a rolling walker and experienced chronic fatigue, pain and weakness. The patient continued to have difficulty with her activities of daily living due to pain threshold. The patient recently had food surgery to correct "abnormalities". The patient had chronic foot and leg ulcerations. It was noted the pump successfully recovered post MRI motor stall."

Event description:
The device was returned to the manufacturer with no information provided.

Manufacturer narrative:
(B)(4): analysis of the pump (B)(4) revealed insufficient pump tube occlusion causing overinfusion. Pump logs were gathered. A past motor stall and recovery was noted along with eri. The motor stall indicated the motor stalled and recovered at some time during pumps life. Eri occurred due to implant time elapsed. Dispense and infusion accuracy testing displayed over infusion with odd graphing. Stop pump testing revealed leakage past pump head rollers when pump was programmed to stop.